Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s wife reported a high blood glucose (bg) reading of 336 mg/dl after dinner. The user had completed a full supply change earlier in the day. Data syncing was unsuccessful due to ongoing wi-fi issues. The agent confirmed that bg was trending down to 322 mg/dl by the end of the call. Follow-up confirmed continued improvement, with the user¿s wife reporting the user was doing better and asleep. The highest blood glucose (bg) recorded was 336 mg/dl. Bg was corrected through continued ilet insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.